Manufacturer narrative:
Received device was manufactured in (B)(6) 2001. The tip of the device is broken off. The locking mechanism does not function. The breakage is the result of mechanical overload. There are no indications of material or manufacturing defects present.

Event description:
Laparoscopic procedure: device broke at the distal end during use. There was a surgical delay of unk time. Pt was not injured. No additional intervention was reported. Reported to aesculap by distributor: (B)(6). Has been reported that synergy intends to file an MDR due to extended surgical time. Report number has not been received. Synergy has requested additional info from the end user facility.

Manufacturer narrative:
Manufacturing site eval: eval ongoing.